Event description:
Hospital reported that safe-t-pro lancet did not retract after use, and a nurse had an accidental fingerstick as a result of this. The nurse had a blood test, and will be monitored by blood tests for a year. No adverse event was reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.